Manufacturer narrative:
One infusion pump was returned for evalutation. Visual inspection of the device found it to have a missing tamper seal, damaged lens, missing led flex circuit and a cracked battery compartment. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device was powered on and noted to be stuck in upgrade mode. The reported customer complaint has been confirmed, and the problem source has been determined to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 43520. There were no reported adverse events.